Manufacturer narrative:
This report is submitted on january 29, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report, january 29, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted and the patient was re-implanted with another cochlear device on (B)(6) 2024. This report is submitted on march 26, 2024.